Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation, inadvertently it did not get tested for downstream occlusion detection. The device is no longer in its received condition and the opportunity to perform testing is lost. The device passed all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.